Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, with metal stent placement on a male patient. According to the complainant, the physician experienced positioning difficulties. The stent was deployed too proximally in the bile duct. This resulted in failure of the stent to exit the papilla upon placement. The stent was fully deployed and was not removed. Another stent was placed inside the first stent, lower in the common bile duct to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.